Event description:
It was reported during a diagnostic laparoscopy the surgeon was placing the trocar, had to push hard to get it through the peritoneum, when it went through the shield did not engage and it pierced the bowel. The pt was opened, a general surgeon was called in. The bowel was repaired and the pt was closed. It is not known what trocar site is involved. There is no other info available at this time. The rep reports he will be speaking with the surgeon on monday, 12/1/97. 12/18/97 the rep reports when they opened the pt they never did find the hole in the bowel. The pt was closed and is being discharged today. Post operatively the pt did fine no complications developed. The surgeon stated sometimes the fat around the bowel appears as fecal matter.